Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that false occlusion alarms occurred. Reportedly, customer was hospitalized due to occlusion alarms. There was no reported impact to customer's blood glucose. Tandem technical support unable to gather more information due to customer declining a follow up.